Manufacturer narrative:
Efforts to obtain product details and procedure outcome are in progress. This investigation will be updated should further information be provided.

Event description:
It was reported that at the prophylactic explant of this patient's implantable device, it was identified that this atrial lead was previously programmed off due to dislodgement. No adverse patient effects were reported. The status of the lead was not provided. No adverse patient effects were reported.